Manufacturer narrative:
(B)(6). Device investigation could not be conducted because the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was concluded that bending stress generated by such as heartbeat was repeatedly applied to one spot of the wire, exceeded the product design limit, led to metal fatigue, and eventually contributed to wire fracture. There was no indication of product deficiency. Instructions for use states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire, damage to a vessel, including possible vessel perforation.

Event description:
During a pci to treat a heavily calcified cto lesion in the rca #2, an asahi guide wire was advanced to lad #9 through rca #4 av via a collateral channel with a support catheter. The guide wire was exchanged to the subject guide wire and advanced in an attempt to cross the lesion. The guide wire would not cross so that the physician determined to leave it as is and attempted to cross by advancing an antegrade guide wire. Two hours later, the subject guide wire was again manipulated. The physician felt something wrong with wire movement, however, continued wire manipulation. The support catheter was pushed but not advanced. The physician changed the catheter to a new catheter. The new catheter also would not go further beyond peripheral #9. Then the physician noticed that the guide wire, approximately 18mm from the tip, was fractured and separated. It was found that the separated wire tip perforated the vessel and pericardium, and reached the lung. The patient experienced cardiac arrest caused by cardiac tamponade. Perforation was treated medically. Surgical intervention was taken to remove the separated wire and to treat pericardial effusion. The patient had been hospitalized for treatment.